Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an issue with the adc application. The customer reported that they were unable to see sensor reading results as the librelink application was unable to connect to librelinkup. As a result, customer received unspecified third-party treatment. No further treatment information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported an issue with the adc application in use with xiaomi phone with an android 13 operating system with software version 2.10.1.10406 . The customer reported that they were unable to see sensor reading results as the librelink application was unable to connect to librelinkup. As a result, customer received unspecified third-party treatment. No further treatment information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The freestyle librelink app complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported not being able to connect librelinkup with the freestyle librelink app. Attempted to replicate the user¿s complaint using similar configuration and the reported issue was unable to be replicated and the system functioned as intended. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.